Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 600 mg/dl and diabetic ketoacidosis. Reportedly, the customer was not delivering bolus insulin for days at a time, did not change supplies for 5 days at a time, and did not rotate infusion sites regularly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin fluids, and medication for pain. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.